Manufacturer narrative:
The complaint was forwarded to the manufacturing facility and it is currently under investigation. A follow-up report will be filed once investigation is completed.

Event description:
The customer stated the towels pwtb04-stm from the electro physiology pack catalog number san35epsti were linting. The staff picked up the guidewire off the or towel and inserted it into the patient and when they pulled it out they saw lint on the guidewire. They put it aside and picked a new one to finish the procedure. There was no report of patient injury. No patient identifiers were provided when asked.

Manufacturer narrative:
MDR follow-up report being filed as investigation results available. Based on supplier investigation, the device history record could not be reviewed as lot number was not provided. No sample was provided for evaluation, only photos showing lint on the glove. The supplier checked on the retained sample. The average linting data was 0.12g/5 pieces and within limits (=0.38g/10 pieces). The or towel is made of cotton, so lint is born and inevitable. The intended use of or towel is to be used for applying medication to or absorbing small amounts of body fluids from a patient's body surface. Measures to better control and improve linting have been implemented. A suction process was added before products' final folding and operators perform this activity according to standard operation procedure requirements. In the folding process, one cloth bag protects 100 pieces of semi-finished products to avoid linting stuck onto the products during product transfer. The supplier simulated wiping a wet glove with the sample and found no cotton lint. Based on the investigation, all linting test data is within the acceptable range. There is no abnormal situation that has happened in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. Corrective action & preventive action (CAPA 2018-1) was initiated in 22nd jan 2018 to address this quality issue. We will continue to monitor for this type of incident.